Event description:
A report was received that a patient's ipg was explanted, due to an infection at the pocket site. The patient's symptoms include: fever, redness, and oozing at the pocket site. The physician cleaned the ipg site and the patient was treated with IV antibiotics. The patient was prescribed a pick line and mesala antibiotics.